Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "swelled", and "feels more like concrete" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with juvederm® voluma¿ with lidocaine in the cheeks and nasolabial folds. "After two weeks in combo with cold patients face swelled up. It settled after a couple of days and then came back. The swelling feels more like concrete and is still there." Patient is being treated with betapred. Symptoms ongoing.